Event description:
A malfunction was reported, with the displayed code being malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support if the problem arises again.